Event description:
Guridi, j.. Commentary. Movement disorders : official journal of the movement disorder society. 2014;29(2):190. Doi: 10.1002/mds.25811 summary: this clinical vignette describes a young dyt-1 dystonic patient treated with bilateral pallidal stimulation who after unilateral battery depletion went on to develop a dystonic storm leading to respiratory failure, which required sedation and tracheal intubation. Reported event: one dystonic patient, treated with bilateral pallidal stimulation, developed a dystonic storm leading to respiratory failure, which required sedation and tracheal intubation following unilateral battery depletion. The reporter stated that the depleted implantable neurostimulator (ins) was restored 24 hours after hospital admission and was programmed immediately after surgery with the previous stimulation parameters. It was noted that while improvement took place in the following weeks, the patient never reached the same degree of control one year after. Further information has been requested; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
The actual event dates were not provided. This date is based on the date of publication of the article. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Concomitant products: product ID neu_unknown_lead, lot# unknown, product type lead; product ID neu_ins_stimulator, lot# unknown, product type implantable neurostimulator. (B)(4).